Event description:
The dome entered into the abdominal cavity six days after placement, causing peritonitis. The outer lineal bolster was fixed on the 4cm mark. No leakage was confirmed and no defect found. The device was not replaced.